Manufacturer narrative:
The field service engineer (fse) found bloody leak from broken needle vent line and replaced the line. (B)(4).

Event description:
The customer stated there was a leak (10ml) of clear liquid in front of the coulter lh 750 hematology analyzer. There was no biohazard exposure to open wounds or mucous membranes. No medical attention was sought. No erroneous results were associated with this event.